Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2015 device evaluation: the pump/device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during visual inspection of the pump, the battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down to the case seal and below the bumper at the case seal. Corrosion was observed inside the battery compartment. Unrelated to the initial complaint, the pump was opened and there was evidence of moisture found internally on battery canister and support bracket. A leak test was performed and failed due to the battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.